Manufacturer narrative:
(B)(4). Method: the complaint rt041 non-vented hospital full face mask was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photograph provided by the customer, and our knowledge of the product. Results: visual inspection of the photograph revealed that the seal was partly separated from the mask base, however a continuous bead of glue was found around the mask seal on the part of the mask that is visible. It was also noted that the part of the seal that was not separated from the base indicates that the seal had been properly inserted in the mask base. Conclusion: without the return of the complaint device, we are unable to determine the cause of the reported event. The rt041 full face mask features a mask base, seal, and headgear. The mask seal is inserted into the mask base and is secured with glue. Each assembled mask seal is inspected to ensure it is correctly inserted and there are no unacceptable gaps between the seal and the base. Samples are taken and the mask seals are pulled apart after 24 hours to ensure they meet or exceed the required detachment force before the assembled product can be released. Our user instructions illustrate in pictorial format the correct set-up and proper use of the rt041 non-vented hospital full face mask. It also states the following: "operating pressure range: 5 - 25 cmh2o" "this mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. Failure to monitor the patient may result in loss of therapy, serious injury or death." "In the case of therapy device failure, the use of this mask requires the same level of attention and assistance as in the use of a tracheal tube."

Event description:
A distributor reported on behalf of a healthcare facility in (B)(4) that the seal of a rt041 non-vented hospital full face mask was separated from the mask base during use. There was no reported patient consequence.